Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen at an unknown dose and concentration via an implantable infusion pump for intractable spasticity. It was reported that when the patient went to get their pump replaced during the surgery it was noted that their catheter was loose. They had to "redo the tubing ," and stay overnight. No symptoms were reported. No further complications were anticipated/reported.